Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "uro meter bag 350 , precision urine meter closed system drainage bag, model/ closed system 2,000ml, drainage bag precision urine meter: 350ml, latex free. Cautions/ warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package be damaged, do not use the product. This product is sterilized by ethylene oxide gas." (B)(4).

Event description:
It was reported that prior to use, it was noted that there was a tear on the device packaging (back side, paper portion). The user sated that the product packaging was allegedly damaged, prior to removing the product from the outer box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, it was noted that there was a tear on the device packaging (back side, paper portion). The user sated that the product packaging was allegedly damaged, prior to removing the product from the outer box.